Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: found intermittent image on charge couple device, error 224(communication error code). A root cause could not be identified. Based on the results of the investigation, for the reported failure the most probable cause of the complaint was not established. Additionally, for the remaining findings, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported blurred image involving an olympus camera head. There was no patient injury reported.